Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated multigent creatinine (enzymatic) result generated on the architect c16000 processing module for one sample that was questioned by the physician. The following data was provided: initial result = 198.5 umol/l, repeat result = 60 umol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the tubing, peristaltic head (rohs) and the sample probe which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the tubing, peristaltic head (rohs) and the sample probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(6) or the tubing, peristaltic head (rohs) and the sample probe was identified.